Manufacturer narrative:
The device was not returned to zoll medical for evaluation; instead, a zoll (B)(4) representative went to the customer site to evaluate the device. The device was put through extensive testing without duplicating the customer report. The associated electrodes used at the time of the reported malfunction were not obtained for evaluation. The device was recertified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.